Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device.